Event description:
Event description guidant received information that this implantable lead and this implantable cardioverter defibrillator exhibited a gradual but steady increase in shocking impedance, from 56 ohms at implant, to >125 ohms today. This measurement had fluctuated from 24 to 57 ohms at first, but then this gradual but constant rise was observed. Technical services (ts) discussed possibilities for the increased impedance, including a loose set screw or high voltage coil integrity issues. Ts recommended careful electrophysiologic testing of this lead. Of note, noise could not be reproduced on this lead through physical manipulation.